Event description:
It was reported that during use with bd veo¿ insulin syringes with bd ultra-fine¿ needle the needle would not draw the insulin. A second device was used. The following information was provided by the initial reporter: parent reported needle did not draw insulin but when she used a second syringe, it worked.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 2213816 all inspections were performed per the applicable operations qc specifications. H3 other text : see h10.

Event description:
It was reported that during use with bd veo¿ insulin syringes with bd ultra-fine¿ needle the needle would not draw draw the insulin. A second device was used. The following information was provided by the initial reporter: parent reported needle did not draw insulin but when she used a second syringe, it worked.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.